Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm duringbasic occlusion test due to loose/protruded drive support disk. Unable to verify unexpected restart error alarm due to motor error alarm anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked, and cracked lcd window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an unexpected restart. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.